Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Correction to serial #.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the black box showed evidence of unexplained pump reboots on (B)(6) 2016. The pump intermittently powered on with the returned battery cap and test battery cap. The battery cap was unable to fully tighten; the threads were worn and rounded. The battery cap measured within specifications. The battery compartment was cracked with evidence of moisture contamination observed inside and on the underside of the battery cap. The cartridge compartment was damaged along the top, but the cap was able to be fully secured. The leak test showed a leak at the battery compartment crack. The pump case was removed and no evidence of additional moisture was found inside the pump. The 24 hour basal program could not be completed due to intermittent power.